Event description:
During surgery, mediflex scissor tip on mediflex laparoscopic scissor handle broke off and fill into patient's abdominal cavity. Threaded tip of mediflex scissor handle was noted missing. Abdominal cavity was thoroughly inspected. Tip was found in scissor tip after dismantling scissor tip.